Event description:
It was reported that the asymptomatic patient presented in clinic for a follow-up. Several episodes of nonsustained lead noise were recorded and were caused by oversensing during the av delay. The device was reprogrammed and the patient will continue to be monitored.